Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications, with calculated specificity results aligning with expected limits as outlined in the product's method sheet. A review of calibration and quality control data for the elecsys hiv combi pt assay confirmed that all quality control levels recovered within specified ranges. However, the calibration signal for cal 2 was observed to be on the lower end of the acceptable range. No specificity issues were identified for the elecsys hiv combi pt assay, as well as for the elecsys hbsagii and elecsys ahcvii assays. The root cause of the reported event could not be definitively determined. The customer was advised to perform confirmatory testing, such as pcr or western blot, for repeatedly reactive results.

Event description:
The initial reporter alleged an increase in discrepant reactive results (between 1.0 and 2.0 cut-off index (coi)) for the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. An example provided involved a single patient sample tested multiple times. On (B)(6) 2023, the first measurement yielded a result of 1.31 coi (reactive), and a second measurement on the same analyzer yielded a result of 1.45 coi (reactive). On (B)(6) 2023, a third measurement on a different analyzer yielded a result of 1.23 coi (reactive). Testing of the same sample on a competitor hiv assay on (B)(6) 2023 produced a non-reactive result. No confirmatory testing, such as polymerase chain reaction (pcr) or western blot, was performed for the sample.